Manufacturer narrative:
Device analysis: incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff was explanted and a new cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff was explanted and a new cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.